Event description:
It was reported, the anchor had become separated from the silicon casing. There was no injury or adverse event to the patient. Patient had been experiencing increased pain across the rib and abdominal area of unknown etiology. Patient had less than 50% therapy relief. System was explanted as many of the symptoms began at time of implant. During the explant, it was discovered, the anchor had come apart. No further information was reported.

Manufacturer narrative:
Product ID, 39565-30 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 3708140 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type extension product ID, 3708140 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type extension product ID, 3550-39 lot# n310187, implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type accessory. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3550-39, lot# unknown. Product type: accessory. (B)(4). Analysis of the titan anchor (lot #: n310187) found that it had separated. The titanium insert was separated from the silicon portion. There were tool marks in the titanium insert and it was crushed. It was noted there were breached and cosmetic cuts in the silicon portion of the anchor. Analysis of the extension (s/n: (B)(4)) found no significant anomaly. It was stated the molded rubber at the distal end had been cut. Analysis of the extension (s/n: (B)(4)) found no anomaly. Analysis of the lead found no significant anomaly. It was stated there was a breached cut in the outer insulation and one filar of a conductor was cut. Analysis of the implantable neurostimulator (ins) found no significant anomaly. It was stated the ins battery had reduced capacity due to overdischarge. It was stated the ins was received in an overdischarged state. Telemetry was restored after one physician mode recharge and the ins functioned properly after that. It was noted, according to the trace report, the ins was last recharged on (B)(6) 2012. It was indicated the battery depleted to the lock mode on (B)(6) 2012. Analysis of the titan anchor (lot #: unknown) found that it had separated. The titanium insert was separated from the silicon portion. There were tool marks in the titanium insert and it was crushed. It was noted there were breached and cosmetic cuts in the silicon portion of the anchor.